Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated. The device was put through extensive testing which included defib testing, and defib cycling testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of the customer's report; however, there are no errors that indicate a power shutdown. The log review indicates that the device shut down due to a low voltage conditions. Previous logs show multiple "battery related" messages, suggesting improper battery management. The device passed testing with a known good battery, and accessories were not returned for evaluation. The device was recertified and returned to the customer. The customer was sent a battery management pdf to avoid battery-related issues as a precaution. Analysis of reports of this type has not identified an increase in trend.